Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of seeing black particles in device. There was no report of patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of seeing black particles in device. There was no report of patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete. The correct b5 should be - the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of seeing black particles in device. There was no report of patient harm or injury. Despite three gfe attempts on 05/20/2025, 05/23/2025, 05/28/2025 the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In addition, appropriate code updated/corrected in this follow-up report. In the initial report it was wrongly reported under recall, corrected in this follow-up report. This report is not a part of recall.